Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report c-00 with m-11 on erbe. Tse checked logs and found erbe related error messages c-00, m-11 und c-33. Tse asked to reboot erbe. Error c-33 was posted. Tse explained system may work with classic mode and lower energy. It needed to be tested and surgeon decided to test without patient. The caller said they will try and see later the status. The tse called back and asked to shutdown erbe, unplug it for 20 seconds, replug it and start. The caller said error c-33 occurred again. The tse asked if another da vinci system was available. The caller said they have a 2nd system, but it was already in use. Tse asked if they have a force triad generator. The caller denied as it was replaced with newer version ft10. Tse explained that ft10 was not compatible. The caller said they tested dry (without patient) and it worked. The surgery was completing as planned using limited erbe functions and e-100 also. The procedure was completed with no reported injury.